Event description:
According to the information there was a tubing fracture noted at explant. The physician palpated below the rear tip extenders at explant and thought the rear tip extenders had perforated through.